Manufacturer narrative:
The instrument was returned and evaluated. Engineering inspected the returned instrument and found one of the grip close cables was broken and was sticking out at the instrument's wrist. The idler pulley spun freely and exhibited pulley face and rim damage. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
Intuitive surgical received a cadiere forceps instrument from the user facility without any complaint information. There was no allegation of harm or injury to a patient.